Manufacturer narrative:
This report is to update initially should be reported as a 30-day report as well.

Manufacturer narrative:
The reported field event of blood in the device header was confirmed in the laboratory. It is believed the event was caused by improper insertion of the torque wrench. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for unrelated lv lead. When the leads were disconnected, it was noted that there was blood in the header of the device. Due to the patient is at a high risk for re-intervention, given their age and deteriorating heart failure status, physician decided that it would be best to change the device at this time. Patient tolerated procedure well and was discharged home.

Event description:
It was reported that the patient presented for unrelated lv lead revision. When the leads were disconnected, it was noted that there was blood in the header of the device. Due to patient¿s age at a high risk for re-intervention and deteriorating heart failure status, physician decided that it would be best to change the device at this time. Patient tolerated procedure well and was discharged home.